Event description:
Boston scientific crm received information that this transvenous right ventricular (rv) lead was surgically removed from service as a result of providing therapy intermittently. There were no reported adverse patient effects reported.

Manufacturer narrative:
To date, information suggests that tihs lead has been explanted and not yet returned to the boston scientific crm post market quality assurance laboratory for analysis purposes.